Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l5-s1 fusion where rhbmp-2 was mixed with local bone graft and placed inside an interbody cage and implanted via a posterolateral approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2007: patient presented with a fusion surgery using rhbmp-2/ acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.